Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital, and the device was found without any pacing signal. It was suspected that the device had reached battery depletion. The device remains in use. No patient complications have been reported as a result of this event.